Event description:
Our customer reported: "breakdown of the device (gamma nail) probably by metal fatigue - without other additional trauma". This nail has been used in a primary surgery for the fracture of the femoral neck".

Manufacturer narrative:
Investigation summary:the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. In this case mechanical damages ¿ drill marks, chamfer-like material abrasion ¿ and scuffed off coating at the lateral edge of the right bridge had been caused by contact with the step drill. Such damages may cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner after approx. 2 months. Nail breakage is inevitably to be expected after a material damage. The incipient crack was initiated ¿ with utmost probability ¿ by intra-operative damage (chamfer) most likely causing additional notch effects. Referring to the patient¿s diseases it could be suggested that the patient was at risk to insufficient bone healing. In such a case an implant breakage would be more likely. However, for this case it could not be confirmed. Referring to available information a more precise statement was not possible from technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
Our customer reported: "breakdown of the device (gamma nail) probably by metal fatigue - without other additional trauma". This nail has been used in a primary surgery for the fracture of the femoral neck".

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.